Event description:
(B)(4). Cramping, hot flashes, period has stopped, stabbing pelvic and abdominal pain, feminine odor, night sweats, frequent urination, painful intercourse, loss of libido, yeast infections, back and joint pain, bloating, heartburn, nausea, bowel issues, migraines, metallic taste in mouth, mood swings, anxiety attacks, worsening of depression, diminished brain function, decreased energy, insomnia, excessive sweating.